Manufacturer narrative:
Evaluation method - device history review. Results - after reviewing the device history record and performing a root cause analysis, it was determined that the most probable root cause of the event was no related to the manufacturing process. Conclusion - based on the complaint history, work order search, product evaluation and device history review, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient. Torn material. Evaluation method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusion: (unable to confirm). Based on the complaint history and the work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The customer reported that the surgeon noted a nick on the cc4204a collamer single piece lens after insertion. The was removed without any patient injury and another lens was implanted.

Manufacturer narrative:
Results: visual inspection of the returned lens showed a small tear and a light scratch on the optic. The patient information card was provided. (B)(4).